Event description:
It was observed during the device evaluation that the colonovideoscope had white foreign material on the air water tube, cylinder, jet tube and scope cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.